Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) event of 48 mg/dl due to the temp rate that their healthcare provider had set. The temp rate was set on the pump because of the customer was on steroids while having surgery that was not pump or diabetes related. The customer drank orange juice and ate to manage bg level. Tandem technical support recommended to consult with their healthcare provider about the low bg occurrence.